Manufacturer narrative:
Based on the investigation analysis, the reported event at 1:02 am est on december 28, 2022, displayed temporary mismatch.the event was during the time when there was an infection around the insertion site, which is very likely to have affected the sensor performance. Once the infection was confirmed by the hcp on (B)(6) 2022 and deemed to be severe, the sensor was scheduled to be explanted.the sensor was removed from the user due to the infection, which was treated with a course of antibiotics. H3.device evaluated by manufacturer?yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
E1. Initial reporter was corrected to (B)(6).

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced false hypoglycemia due inaccuracies in sensor readings.